Event description:
The layuser/ reporter contacted lifescan alleging the patient's onetouch ping meter was displaying incorrect readings. There is no indicaiton that the product cause or contributed to an adverse event. The patient did not report any blood gluoce reading, symptoms or treatment that suggest a serious injury occurred.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.